Manufacturer narrative:
Information references the main component of the system and other applicable components are: product type: lead.

Event description:
The patient reported that they saw their healthcare provider on (B)(6) 2016 and it was confirmed that the patient had an infection at their incision site. The patient has decided not to move forward with the implant because of ongoing symptoms of hip pain and weakness in their legs. The patient also had fibromyalgia and was not sure if it also contributed to their pain. The patient received assistance and was able to turn the amplitude down to 0.0.